Event description:
The user is reporting unable to void using the device. Testing performed indicates that the implantable receiver stimulator or electrode(s) may have malfunctioned. There is no info regarding the status of the user. Follow-up info will be provided when available.